Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0532, awareness date 14-aug-2015). It refers to an adult female consumer united states who had essure inserted (fallopian tube occlusion insert ) on an unspecified date. Consumer stated that essure ruined her life. She had to have a hysterectomy at age (B)(6) and now she is working towards fixing all the problems it has caused her. It exacerbated autoimmune disease leaving her nearly crippled with pain and inflammation. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; she had to have a hysterectomy at the age of (B)(6). Additionally, she had an exacerbated autoimmune disease. These events were considered serious due to medical importance. Only hysterectomy is listed in essure's reference safety information. In this case, consumer stated essure exacerbated autoimmune disorder leaving her with pain and inflammation. The exact etiology of her disease was not provided. However; considering essure local action at fallopian tubes and given autoimmune diseases nature, causality with the suspect insert is considered unlikely. Regarding the reported hysterectomy; if after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned essure caused her problems; which were not specified and she had to have a hysterectomy. Although limited information was provided, it cannot be excluded that this surgery occurred as a consequence of essure. Therefore this case was regarded as incident. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 10-sep-2015: the ptc investigation result was provided. The ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and according to her; she had to have a hysterectomy at the age of (B)(6). Additionally, she had an exacerbated autoimmune disease. These events were considered serious due to medical importance. Only hysterectomy is listed in essure's reference safety information. In this case, consumer stated essure exacerbated autoimmune disorder leaving her with pain and inflammation. The exact etiology of her disease was not provided. However; considering essure local action at fallopian tubes and given autoimmune diseases nature, causality with the suspect insert is considered unlikely. Regarding the reported hysterectomy; if after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, consumer mentioned essure caused her problems; which were not specified and she had to have a hysterectomy. Although limited information was provided, it cannot be excluded that this surgery occurred as a consequence of essure. Therefore this case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.